Event description:
It was reported that biliary stent was being placed in the biliary system for treatment. On a 5-month follow up it was noticed that the stent had separated. The stent remains implanted. No pt sequalae resulted from this event. This device has not been returned for evaluation. Therefore, no failure analysis is available. A lot search was not performed due to the batch number was not know. Additionally, without evaluating this device the co can not determine if the device met specifications. User technique and or pt anatomy could have contributed to this event. However, co is unable to determine the relationship between the device and the cause of the event.